Event description:
It was reported that the monopolar curved scissors instrument had abrasions on its main tube, which were caused by a defective cannula. No additional information was provided. No patient harm, adverse outcome or injury was reported. The following medwatch reports were created for the instruments with related complaints used at the same facility. MFR. Report #2955842-2006-00306, MFR. Report #2955842-2006-00307, MFR. Report #2955842-2006-00309, MFR. Report #2955842-2006-00310, MFR. Report #2955842-2006-00311.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a section on one side of the distal end of the instrument main tube with material removed, approximately .5" above the tube extension. It was determined that the damage to the main tube was most likely caused by a defective cannula accessory. The following medwatch reports were created for the defective cannulae previously returned from this site: MFR report #2955842-2006-00300, MFR report #2955842-2006-00301, MFR report #2955842-2006-00302, MFR report #2955842-2006-00303, MFR report #2955842-2006-00304, MFR report #2955842-2006-00305.